Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The bulkhead was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The bulkhead was returned for analysis. Functional testing determined that there was an open in the cable. The part was malfunctioning causing the reported event. Concomitant medical products: product ID: 9735859, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while on site pulling images for a case, the bulkhead had a loose connection. No patient present no delay. Additional information was received stating that the manufacturer representative went to the site and tried loading patients for cases that were scheduled for the next day.  They were not downloading onto the navigation system. They checked with another stealth and it worked fine.  They determined that the bulk head connection was probably bad. They called tech services and ordered a replacement bulk head. When the new part was received they went to the site and replaced the bulk head connector and then tested to see if the problem was fixed and it was.  The system is now working correctly.